Event description:
It was reported that the device was explanted due to no output, no telemetry, and a sudden decrease in longevity. Five months ago the longevity at interrogation was 14 to 38 months. No further patient complications were reported as a result of this event.